Event description:
Customer's family member reported customer was not responding. Family member tested & device = 131 mg/dl. Emergency medical technician (emt) was called. Emt device = 30 mg/dl. Emt's treated customer with 2 tubes of glucose liquid & they were taken to the hosp. Hosp device = 22 mg/dl. No other treatment was provided. Customer was discovered to have a bleeding ulcer and diagnosed with terminal cancer. No controls were used. Emt's took customer's test strips therefore info on them could not be provided. A request was made for return product and replacement product was sent.